Event description:
The facility's technician reported an infusion pump with a 715 failure code. The technician stated they have no record of any pt incident involving the pump since the last baxter service event. Device failure did not occur during pt use or biomed testing. Additional contact info was requested, but not provided.